Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a higher than expected tsh result above the normal reference range for one patient generated by the unicel dxi 800 access immunoassay system. The erroneous results were reported out of the laboratory. However, subsequent testing on two alternate methodologies produced discordant lower results within a difference clinical range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Per the customer supplied qc charts, both levels of tsh qc have been within the customer's established range for the past 14 days. Per the customer supplied documentation, a routine system check was performed on (B)(6) 2010 which passed within instrument specifications. The customer sent sample to customer product line support (cpls) for additional testing. Results of that testing are not available to date. Service was not dispatched for this event as the customer is not questioning instrument performance at this time.